Event description:
It was reported that the patient had the device for over a month and they ¿could not tell a difference.¿ the patient had tried multiple programs and ¿all kinds of different channels and it was not doing anything.¿ it was noted that stimulation was on. It was noted that there was never therapeutic effect. Additional information received reported that the patient received assistance from the manufacturing representative and their concerns were resolved. 2013 (B)(6) lfc (hcp): additional information received reported that the cause of the event was due to a misplaced lead. It was stated that the distance from the nerve was suboptimal. The lead was to be replaced on (B)(6) 2013.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-33 lot# va08h1d, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3889-33, va08h1d, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).